Event description:
It was reported that the prior lead "came out" and had to be replaced. Per manufacturer's device registry, the implantable neurostimulator (ins) was also replaced. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # v000903, implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type lead; product ID 3487a-33, lot # j0546807v, implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type extension. (B)(4).